Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It was confirmed that the biopsy channel was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and there were no reported deviations from instructions for use (IFU) regarding reprocessing. The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual "chapter 3 cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that there was a white flocculent martial clogging the inside of the channel tube. In addition, water tightness was lost due to a dent on the connecting tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lusera colonovideoscope had foreign material in the channel tube. The issue was found during reprocessing, the intended enteroscopy was completed with a similar device, and without delay. The patient was not under anesthesia and there were no reports of patient harm.